Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2011 due to a low battery. Between these dates the device was switching itself on manually every week by the user. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. Testing indicated that under load the current flow through the pogo-pins was sufficiently reduced when the pad-pak was agitated to trigger the low battery warning. The regular switching on of the device by the user would also have contributed to the problem and cause early depletion of the battery. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.